Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-06-30 UDI #: (B)(4) mfg date: 2017-06-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was changing clothes, a buckle pinched the driveline cable, causing a disconnection from the controller. The ventricular assist device (vad) stopped and the patient passed out. Electrical fault alarms were noted on the controller. The patient's spouse connected the driveline cable to a backup controller to restart the vad. The controller was exchanged and the vad and driveline cable remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, and vad disconnect alarms logged on 06/07/2018. The first electrical fault alarm was logged at 17:15:06 due to a phase open on the rear stator, resulting in the pump running on a single stator. At 17:15:15, a vad disconnect alarm was logged, indicating a physical disconnection of the driveline from the controller as mentioned on the reported event details. This was followed by another electrical fault at 17:15:20, indicating that the rear stator was not connected. At 17:16:19, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by few more vad disconnect alarms. Additionally, 26 low flow alarms have been logged since 05/26/2018. This is an additional finding not related to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Based on the available information, the most likely root cause of the vad disconnect alarm may be attributed to the reported physical disconnection of the driveline from the controller. Based on risk documentation, electrical fault alarms may be attributed to multiple factors including but not limited to a marginal driveline connection, contamination in the driveline connector. An internal investigation examined failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 / con306930 d10: return date: 2018-07-11 FDA method code(s): 10, 4310 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4310 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.